Event description:
Laparoscopic hernia repair: "procedure was a routine laparoscopic inguinal/femoral hernia repair. Physician is dr. (B)(6). Dr. (B)(6) did a cut down for his first trocar stick and inserted a 12mm versa step cannula. He inserted a 5mm applied ctr03 for his second stick. His third and fourth sticks were with the trocar from the ctr03 along with cfs02 5mm fixation cannula and seal. During the third or fourth stick, a mesenteric artery was punctured with the trocar tip. The lap portion of the gas was completed, and the pt was opened to repair the artery." Pt status: pt is fine as of now, and was admitted to the hospital for post-op care.

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering in order to further investigate this incident and a f/u report will be sent upon completion of the eval. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.